Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation: one sample and two photos were provided to our quality team for investigation. Through visual inspection, the tip is observed to be bent, verifying the reported incident. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification there is no damage to any of the product components. As the lot involved in this incident is unknown, a device history review cannot be performed. While we cannot identify a specific root cause, the damage likely occurred during the molding or assembly process. Manufacturing personnel have been notified of this incident to increase awareness. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Event description:
This is a complaint about bent tip of l connector. Customer tried to insert the l connector into the infusion bag, but it did not stick, and when the customer checked the tip, they realized that it was bent.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.